Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Technical services (ts) recommended continued monitoring until rf telemetry was disabled. No adverse patient effects were reported. This pacemaker remains in service.